Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had leakage issues. The following information was provided by the initial reporter: "...during this time there was a leak of the drug m the hood since the pump segment of the tubing became unattached from the safety clamp on the tubing".

Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had leakage issues. The following information was provided by the initial reporter: "during this time there was a leak of the drug m the hood since the pump segment of the tubing became unattached from the safety clamp on the tubing"

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4): a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.